Event description:
It was reported that transmitter stopped working occurred. Product and data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. Was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.